Manufacturer narrative:
(B)(4). The customer reported that the device would not recognize the qcpr pads cable. This was found in testing and there was no report of patient impact or involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device would not recognize the qcpr pads cable. This was found in testing and there was no report of patient impact or involvement.